Event description:
At about 7 days after the primary, the patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully. Patient's poor bone quality.

Manufacturer narrative:
Batch review performed on 14 april 2023. Lot 2114511: (B)(4) items manufactured and released on 09-march-2022. Expiration date: 2027-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.